Event description:
It was reported during a da vinci-assisted surgical procedure, the instrument had broken tips. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken grip at the grip base. A piece approximately 0.220" x 0.60¿ was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of the failure was attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the cadiere forceps (part# 471049-07/ lot-sequence# n10200727-0153) associated with this event has been performed. Per this review of the logs, the cadiere forceps was last used in a procedure on (B)(6) 2021 during a cardiac procedure on system serial# (B)(4). No investigation required as no image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment had detached/broke off from a portion of the device that enters the patient and was returned. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.